Event description:
Needle broke off in dorsal region during spinal anesthesia. Needle was removed by a neurosurgeon and pt's hospitalization was extended for three days.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. Quality will continue to monitor on monthly trend reports.